Event description:
The customer reported that the screen went black and a system reboot was required to regain functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.